Manufacturer narrative:
The failure of the instrument is the consequence of a misuse.

Event description:
The acetabular sleeve broke at the neck joint during the case. There was no adverse consequence for the pt or delay in surgery or anesthesia time.